Event description:
It was reported that "left shoe has a staple poking in toe" the patient did not wear the shoe. While inserting the orthotic insert into the left ruk shoe, we noticed a staple protruding near the toe area.

Manufacturer narrative:
It was reported that "left shoe has a staple poking in toe area" the patient did not wear the shoe. While inserting the orthotic insert into the left ruk shoe, we noticed a staple protruding near the toe area. Evaluation of shoe found a staple inside shoe in toe box area. Conplaint has been confirmed. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.